Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nausea, vomiting, chills, abdominal pain, abdominal distention and pain. It was reported that patient underwent removal of mesh on (B)(6) 2015 due to small bowel obstruction and sepsis. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.